Event description:
On (B)(6) 2013, the reporter contacted lifescan italy, alleging inaccurate results of "about 300 mg/dl" with the subject meter and "about 90 mg/dl" with another device, performed within 30 minutes of each other . This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.